Event description:
It was reported that since implant 3 months before, the lead had worsening sensing and threshold measurements and the lead impedance had decreased from 600 ohms to 300 ohms. The physician attempted to reposition, but was not possible due to scarring. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.